Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine leaked from the foley catheter.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. A potential failure mode could be ¿leak¿ with a potential root cause of ¿bad fit with shaft¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that urine leaked from the foley catheter.